Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. After this event the field service engineer (fse) performed all functional tests of the device. No abnormalities found that could contribute to the reported event. The fse performed preventive maintenance. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed energy checks before this patient. The energy was stabile during the whole day. The corresponding treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with an overcorrection in both eyes post photorefractive keratectomy. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.